Event description:
It was reported that a user experienced hyperglycemia with a peak blood glucose of 294 mg/dl after eating without announcing and pausing insulin delivery twice, then later observed approximately 10 units of insulin on board while glucose readings were 153 mg/dl on cgm and 152 mg/dl by fingerstick; review of device data indicated the ilet automatically suspended insulin delivery as glucose trended down from 265 mg/dl, consistent with expected function. Investigation of this case revealed device performance consistent with design, with insulin suspension during downward trends and appropriate dosing behavior. No clinical symptoms reported during the event. Outcomes included no medical intervention. It was concluded that the hyperglycemia was user-related due to unannounced meal and pauses, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.